Event description:
Nurse reported that customer was hospitalized due to high blood glucose levels. Stated they began running high after their set change. They did not follow the two high blood glucose rule and didn't take an injection. Instructed to be checked by md for scar tissue. Troubleshooting performed.